Event description:
Itv was reported immediate implant placement. Implant place 2mm palate to b alveolar plate and bone gap filled in with zimmer allograft and covered with cytoplasm membrane. On (B)(6) 2022 patient had swelling over implant site. And extended to receive combi of amox and clindamycin. Resolved infection. Patient lost abutment (B)(6) 2022. Attempt to replace able at 3.5 months, showed failure to integrate. Unk tooth.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Email unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number 1251592. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1251592 for similar events and 1 other relevant complaint(s) was identified, (B)(4). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.

Event description:
It was reported that tooth number was 7 and it was a zimmer abutment. When attempting to replace the abutment with an encode abutment the implant placed in may was discovered to not be integrated.

Manufacturer narrative:
The following sections have been updated: a2: age, a3: gender, b4: date of this report, b5: event description, b7: additional text, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.

Event description:
It was reported by clinician: my pt had implant #7 failure at the 3.5 month mark. The pt had a zimmer encode placed at the time of the immediate implant placement. The date was previously provided to you. I don¿t have the encode info as my new dental assistant failed to record that and the material was thrown away. The pt returned to my office to replace the dislodged encode and when I attempted to secure a new one to take a scan I discovered implant had failed to integrate and I removed it and place another allograft. This time I plan to wait 6 months before another implant placement. I used my standard protocol how ever the pt had a large facial swelling one week post implant placement in the area around #7. I had given the pt an rx for amoxicillin 500 tid for 1 wk on the day of surgery. The pt saw his primary care physician who had him stop the amoxicillin rx and put him on clindamycin. The pt lives 1.5 hrs away so he opted not to return to my office immediately. The pt returned to my office at the 3 week mark for removal of the membrane and sutures. By then, his infection had resolved. I warned the pt that he may yet lose the implant due to this infection. The pt is a 54 year old male who is a heavy smoker, so that may be the likely cause for the failure.